Event description:
The customer reported that an employee was splashed in her left eye when using the cidex plus. The eye was rinsed with 2 liters of saline. The employee was wearing eye glasses and gloves. The employee sought medical attention, however, it is unk if medication was given.